Manufacturer narrative:
An evaluation was performed by evaluating the complaint text, the instrument service history, a labeling review, and historical quality data. The field service representative determined the origin of the smoke was from the power supply, scc-f+ (rohs) with the architect system control center (scc). To resolve the issue the field service representative replaced the architect system control center. The smoke was limited to the power supply, scc-f+(rohs) and the damage did not spread to other parts of the instrument. Review of instrument service history revealed no additional issues of smoke reported on serial (B)(4) on or around the date of this complaint. The architect system operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the i1000sr processing module. The architect service manual contained adequate information for the troubleshooting, removal, and replacement of the part. No adverse trend for tickets with replacements of the power supply, scc-f+ was identified. A review of the architect product monitoring found no adverse trend of the architect i1000sr with regards to the current issue. No product deficiency was identified.

Event description:
The account observed smoke from the system control center (scc) on the architect i1000sr. The account stated the screen was blank and attempted to cycle power but the scc would not power on. The account tried to power the scc on again and observed smoke coming from the scc. No patient involved and no injury was reported.